Event description:
The facility reported a colleague infusion pump with the reported condition of a battery failure. It is unknown when or in which care area this event occurred. This condition interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5(6.13.92) .

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed and reproduced during evaluation. The assignable cause was depleted batteries. No corrective action was taken for the reported or additional conditions as the device will be parked.

Manufacturer narrative:
(B)(4). Additional information: the cause was determined to be use error.